Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, foreign material was found in the scope nozzle. However, component analysis of the foreign material could not be identified. The root cause could not be identified. Based on the results of the investigation, it was presumed from the provided information that foreign material remained in the device, and the device was returned to olympus without reprocessing at the user facility. The investigation could not identify the foreign material from the information provided. According to the investigation, the reported issue is detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in cf-ez1500dl/I series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign object in the scope nozzle there was no patient involvement.